Event description:
An invacare representative reported that the tilt limit switch intermittently displays an error message "controller inhibited", the wheel had a bent fork which could cause a user to be stranded.